Event description:
It was reported that the ilet pump¿s screen was cracked and became completely unresponsive, and the user did not know how the damage occurred; a replacement was arranged and the user confirmed ability to return the original device. Symptoms included no injury. Outcomes included inability to use the device and reliance on cgm data via an alternate platform, with device data synchronized prior to shutdown attempts. Investigation included customer service assessment, verification of shipping and return, and education on shutdown and startup procedures. Investigation of this case revealed physical damage to the display assembly resulting in loss of touch responsiveness, consistent with screen breakage, with no indication of device alarms or systemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Initial.